Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain / chronic abdominal pain"), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). The patient was treated with essure removal on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, post procedural discomfort, menorrhagia, back pain, abdominal distension, dyspareunia, alopecia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain / chronic abdominal pain"), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, post procedural discomfort, menorrhagia, back pain, abdominal distension, dyspareunia, alopecia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2014 removal date as per pif: (B)(6) 2015 and (B)(6) 2017 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received-new event device migration was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain / chronic abdominal pain"), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, post procedural discomfort, menorrhagia, back pain, abdominal distension, dyspareunia, alopecia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2014. Removal date as per pif: (B)(6) 2015 and (B)(6) 2017 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain / chronic abdominal pain"), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, post procedural discomfort, menorrhagia, back pain, abdominal distension, dyspareunia, alopecia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain / chronic abdominal pain"), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure removed and salpingectomy, bilateral with removal of essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, abdominal pain, post procedural discomfort, menorrhagia, back pain, abdominal distension, dyspareunia, alopecia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2014. Removal date as per pif: (B)(6) 2015 and (B)(6) 2017 (discrepancy noted). Product removal date updated from (B)(6) 2017 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, rcc added. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.